Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2021. Additional evaluation information: the product was returned to ethicon inc for evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The manufacturing records could not be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what is the lot number? No further information is available. Was more than half the needle retained in the patient? No. All needle piece was retrieved. Was there any additional tissue damage as a result of searching for the needle piece? No. Device return status: we regularly contact with sales rep about the device returning.

Event description:
It was reported that the patient underwent a laparoscopic total hysterectomy on (B)(6) 2021 and the suture was used. During the surgery, the needle was broken at the swage part when closing the surgical wound on the dermis. The broken needle piece could not be found in the body, so the operation room was searched about 30 minutes, but it could not be found, so x-ray was taken. It was found under the skin during the 2nd x-ray examination, and the broken piece was removed. The surgeon that they always use a slightly larger needle, but the needle they used was a little smaller than usual, so it broke at the point where they thought was handled it with care. The surgeon opined it was probably because they grasped bad part of the needle and the way the force was applied was bad. The operation time was extended over 30 minutes. There was no additional tissue damage as a result of searching for the needle piece. There were no patient consequences reported.